Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: review of the black box shows on the user was not saving the newly programmed basal setting; eaw (174d), basal edit not saved- warnings were recorded on (B)(6) 2016 at 16:32 and event date (B)(6) 2016 at 16:25. If the user does not manually confirm the newly added basal rate the units will not be added up. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. A basal rate was able to successfully added and saved; the total amount correctly increased with the basal addition. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue: basal edits were not being reflected in the total daily dose history) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.